Event description:
It was reported that patient had a pump replacement on (B)(6) 2013 and catheter revision. Reporter had limited details about event since she was inquiring about reimbursement. Drug in the pump was unknown; patient symptoms not reported. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).